Manufacturer narrative:
Citation: zimnickaite et al. Management of coxiella burnetii endocarditis in a child with congenital heart disease. Case reports in pediatrics. 2026, article 8653626, 6 pages. Doi: 10.1155/crpe/8653626. First published: 28 may 2026. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a six-year-old male patient with a history of pulmonary atresia and implant of a medtronic melody bioprosthetic valve in the pulmonary position. Approximately six months after the melody implant the patient presented with fever and cough. He was diagnosed with coxiella burnetii endocarditis based on positron emission tomography showing increased metabolic activity around the prosthetic cardiac valve. Antimicrobial therapy was initiated with doxycycline and hydroxychloroquine which resulted in rapid clinical improvement. After 40 months antimicrobial therapy was discontinued as the clinical course was favorable and a follow-up positron emission tomography demonstrated a significant reduction in metabolic activity around the prosthetic valve. Up to 23 months after cessation of therapy the patient showed no evidence of active c. Burnetii endocarditis during follow-up. However, 25 months after discontinuation of antimicrobial therapy the patient died due to heart failure associated with treatment resistant pulmonary hypertension. The authors stated that there were no clinical or serological signs of active c. Burnetii endocarditis; however, they also acknowledged there was no microbiological proof as the parents refused an autopsy. The authors also stated that after cessation of antimicrobial therapy the melody valve retained its function, and a valve replacement was not required. No further information was provided pertaining to medtronic products.